Event description:
It was reported that the pump reset unexpectedly several times. Customer's blood glucose level was 70-150mg/dl. Reportedly, the customer will continue to us the current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.